Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, error 23138 occurred after system power on. Technical support engineer (tse) recommended site recover the error but failed, issue remains after site power cycle system, error reported on universal surgical manipulator (usm) 4, site state can't complete the procedure without 4 usms. There was no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 4 due to error 23138. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed in artemis, the 23138-error coupled along with a 23118 error was found indicating a hall edge to edge fault and a motor encoder fault on the pitch axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system with no errors related to the reported event occurred. The unit was then installed onto an in-house pftp where the unit failed usm fault check on the pitch and yaw motor module brakes with errors 23138 and 23118 in the logs. Golden yaw and pitch motor module brakes was installed to pass required test, verifying that the yaw motor module and pitch motor module to be the source of the fault. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the yaw motor module and pitch motor module was found to be the root cause of the reported event.